Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this timer. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant bwi products used: product name: carto® 3 system; us catalog: fg540000; serial #: (B)(4). Product name: coolflow® irrigation pump; us catalog: cfp002; serial #: (B)(4). Product name: soundstar® 3d diagnostic ultrasound catheter; us catalog: sndstr10; lot #: unknown. A notification has been sent to the corresponding manufacturer in regards of the non-bwi products used in this event (st. Jude medical - catheter and agilis sheath). (B)(4).

Event description:
It was reported that a male patient, underwent an atrial fibrillation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and a stockert 70 rf generator, patient suffered a bronchial pericardial fistula, which required further hospitalization. The patient had no medical history. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that this is possibly procedure related. Settings during the event include: power control mode, settings at 20 ¿ 30 watts, irrigation flow at 17 ml/min and non-bwi product sheath (agilis).

Manufacturer narrative:
(B)(4). It was reported that a male patient, underwent an atrial fibrillation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and a stockert 70 rf generator, patient suffered a bronchial pericardial fistula, which required further hospitalization. The patient had no medical history. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that this is possibly procedure related. Settings during the event include: power control mode, settings at 20 ¿ 30 watts, irrigation flow at 17 ml/min and non-bwi product sheath (agilis). The investigational analysis has been completed. The equipment was evaluated and found within specification. The equipment was subjected to pm, safety and functional testing and all tests passed. No malfunction was found. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed. Management is notified of failure analysis through the monthly trending reports. No statistical trends have been identified at this time; therefore, no CAPA has been requested.